Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: saline mentor smooth round moderate profile 225cc, catalog number 3501630, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) native american female patient underwent a breast augmentation primary with a saline mentor smooth round moderate profile 225cc breast implant and experienced deflation on the left side. Deflation was confirmed by MRI. As a result, the patient will undergo removal on (B)(6) 2018.

Manufacturer narrative:
Additional information received on 01/06/2019 indicated the patient experienced bilateral deflation and underwent removal and replacement with mentor memorygel breast implants 350cc, catalog number 3505350bc, serial number (B)(4) lot number 7634355 (r) and serial number (B)(4) lot number 7626418 (l) on (B)(6) 2018. On 01/11/2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the device contained no fluid. Yellow material was observed within the device and no foreign material was observed on the shell surface. During evaluation it was observed a rent on valve junction, on the anterior aspect. Also, a crease was observed on the anterior aspect and two creases were observed on the posterior aspect. Microscopic examination of the edges of the rent gave no indications of instrument damage. No other anomalies were observed. Complaint was confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. A probable cause of the failure could not be determined. At this point is not possible to determine the yellow material found in the device. There is no evidence that the issue is related to manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).